Event description:
It was reported that guide wire tip detachment occurred. During a procedure involving a long taper 300cm straight tip v-14 control wire, it was noted that the wire tip broke off inside the patient. The procedure was completed with other products. There were no patient complications and the patient status was stable.